Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation performed has shown that the centering tips of the hexagon wrench key are broken off. The hexagon also shows major wear and tear. The exact reason for this overuse is undetermined. The fracture plane is homogenous which indicates material quality free of defects. The investigation based on the production and material documents showed that the hexagon wrench key inserts correspond to the specifications to the full extent. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
Pins broken off. The small pin at the tip of the wrench key is broken. This is 1 of 3 reports for (B)(4).